Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained in the right groin, above the acetabulum and above the iea (inferior epigastric artery). A pre-procedure femoral angiogram showed the vessel size to be 7mm. A high stick was noted. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that following the procedure, the patient complained of side pain. An ultrasound was performed and fluid was noted in the patient's abdomen (11 cm abdominal fluid was noted). The patient was taken by ems (emergency medical services) to a hospital ((B)(6)) where an open exploration was performed of the patient's abdomen. An rp hematoma was confirmed and drained. The patient was given antibiotics through IV. It was reported that the patient was intubated and had her lungs ventilated. The patient was noted to be in stable condition. The patient remained in the hospital.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1321702) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that a high stick was noted. Access was obtained in the right groin, above the acetabulum and above the iea (inferior epigastric artery). It should be noted that the instructions for use (IFU) warnings indicates the following: "do not use the mynxgrip vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed."